Event description:
It was reported that suture placement in the minimally calcified right common femoral artery was performed with 2 prostyle devices using the pre-close technique via a 5f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sheath was upsized to a 20f and the evar procedure was completed. Reportedly post procedure, the knots were advanced to the vessel wall and tightened, however, hemostasis was not achieved as vessel damage had occurred. It is unknown which device(s) caused or contributed to the vessel damage. A cutdown was performed to treat the damage and to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.